Event description:
Physician reported "hiatal hernia repair" while placing the lap band. Physician reported "intestinal perforation, sepsis, hypotension, dehydration, acute renal failure with myocardial dysfunction". Physician also reported vomiting, difficulty drinking, and obstruction of stomach due to swallowing medication whole without crushing, "fluid and air inside the abdomen indicative of a perforated viscous", pressure in... Chest" and "mildly tender abdomen", "anuris renal failure", "cardiac dyskinesis", and "biventricular dyskinesis". The pt has died.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the reported events of surgical complications as follows: complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body. Device labeling addresses the reported event as obstruction as follows: obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food. Device labeling addresses the reported event of vomit as follows: nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required. Device labeling addresses the reported events of dysphagia and dehydration as follows: ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures. Device labeling addresses the reported event of pain as follows: there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain. Device labeling addresses the adverse events of perforation and death as follows: perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound. Device labeling addresses surgical technique in regards to perforation: caution: during insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach. Caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death. Device labeling addresses the reported event of infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Device labeling addresses the reported event of hernia as follows: caution: a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia.